Event description:
It was reported that the customer had a display anomaly on the insulin pump. The customer's blood glucose level was unknown mg.dl. The customer had the insulin pump for 48 hours and there is already a problem with the screen. The customer said that the screen looks cloudy and white and the text becomes difficult to read.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.